Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Correction/removal number: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Based on available information even if no definitive conclusion could be reached on the source of device contamination, deviation from the from device instruction for use cannot be excluded as potential cause which led/contributed to the reported event.

Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated several time in the past. The customer did not report occurrences of device contamination tolivanova at the time. In details, in 2020 there were 4 events in which the presence of pseudomonas was identified. In 2021 there were 2 events in which a combination of pseudomonas and mycobacterium gordonae was detected. In 2022 there were 3 events: 1 event with the presence of pseudomonas was identified, 1 event with the presence of mycobacterium gordonae and 1 event with the presence of mycobacterium chimaera. There was no patient injury.